Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 7, 8, and 10 were failed. A field service engineer (fse) identified a pyxibus controller board issue affecting drawers 7 and 10, and a faulty drawer board. Fse replaced the drawer board on drawer eight and pyxis module controller on seven and ten. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 7, 8, and 10 failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 7, 8, and 10 failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.